Event description:
It was reported that the patient had erosion at the pocket site. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted ipg was not return as it was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.